Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water was injected and leakage occurred from the trifurcation area of the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause required as the event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event was unconfirmed a labeling review was not required. The actual/suspected device was inspected.

Event description:
It was reported that water was injected and leakage occurred from the trifurcation area of the foley catheter.